Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. Customer¿s blood glucose level was not impacted. The caller understood the situation after receiving education, resumed insulin use, charged the pump to full capacity, and was advised to monitor the device with the option to call back if the issue persisted.